Event description:
It was reported that during a shoulder repair, the cannula sheared off at the last centimeter and a half in the shoulder. The surgeon retrieved the broken piece. The case was delayed over thirty minutes and no adverse patient consequences were reported. This device is used for treatment.

Manufacturer narrative:
The device is expected for evaluation, but has not yet been received. A follow up report will be submitted upon completion of the investigation.